Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be provided as soon as additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted image. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement.; however, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted image. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement.; however, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d5, e2, e3, g3, g4, g7, h2, h3, h6, h10, h11. Corrected fields: h6 (device code). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit, and was unable to reproduce the reported issue. Stress test conditions were applied to recreate the distortion issue but none were seen. The stm then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.